Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not threshold suspending when her blood glucose became low. Customer's blood glucose was down to 38 mg/dl and she got up to drink juice and was fine, but the insulin pump did not alarm her, to her knowledge. Customer stated she may have been calibrating with her sensor too often. She also stated that she received no delivery alarms during bolus delivery and when she removed the infusion set, the cannula was bent. Customer also received a no delivery alarm due to an empty reservoir. Customer declined troubleshooting. Nothing further reported.